Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system, (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no applicable log files from the reported event were submitted for analysis. A specific cause for the reported low flow alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no issues further reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, renal dysfunction, and hypertension that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (document arten600214218, rev. A) and clinicians (document arten600214217, rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow software upgrade to 2.4lpm was performed due to severe right ventricular failure (rvf). The rvf was normal in size and functioned before left ventricular assist device (lvad) implantation. The lvad contributed to the rvf by altering ventricular loading conditions, which led to progressive right ventricular dysfunction. The lvad excessively unloaded the left ventricle resulting in a very small lv cavity and leftward shift of the interventricular septum. This impaired right ventricular free-wall contraction, caused rv dilation and made rv output dependent on septal movement, leading to right heart failure. The patient developed worsening renal function, persistent lvad low flow alarms. Also, most of time the mean arterial pressure (map) and pulsatility index (pi) were high. Echocardiographic evidence of severe rv dilation and reduce contraction. The patient was treated with diuretics and milrinone. However, the right heart failure did not resolve and became chronic. The heart failure team planned to place the patient on do not attempt resuscitation (dnar) status and proceed with symptom direction management, including adjustment of lvad alarm limits and close clinical follow up. The software upgrade reduced alarm frequency but did not correct the underlying low flow condition. The plan was to continue palliative focused lvad management with clinic follow-up, supportive care, and monitoring for symptom control and device stability.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.